Manufacturer narrative:
A follow up call with the customer confirmed that there have not been any more occurrences regarding cre. The customer sent control data for review. All results were within range. The results were as follows: l1 cre = 1.3 (0.9-1.7) mg/dl mean 1.2 l2 cre = 5.1 (3.9-6.1) mg/dl mean 5.0 the customer was satisfied and the call has been closed. The device remains at the customer site. No further actions were required.

Manufacturer narrative:
On (B)(6) 2021, abaxis received a call from the customer lab stating that the device yielded unexpected low creatinine patient results when compared to an outside hospital lab. This call involved two patients. The first patient was drawn with the piccolo and the results were within range, but the patient was still treated with infusion therapy. The patient was redrawn approximately six hours later via siemens vista and the results were high and out of range. The physician determined that the patient may possibly have been dehydrated. The patient came back 5 days later to be tested at the hospital lab. The results were within range. The second patient was drawn with the piccolo and the results were within range. The lab proceeded to treat the patient with infusion therapy. The patient was redrawn approximately six hours later via siemens vista and the results were high and out of range. The physician determined that the patient may possibly have been dehydrated. The patient was told to hydrate and reduce their sugar intake due to high glucose. The lab's main concern in these situations is the possibility of toxicity over time. The treatment dose is based on cre using the auc calculation. If the "true" cre were higher, as per the hospital result, the dosing would have been different or the patient would have been hydrated before dosing. For a one time event, there would be a lower probability of harm to the patient, however, if dosing was higher over time, there would be a higher probability of patient harm due to toxicity. Additional follow up with the lab confirmed that the second patient returned three weeks later to be drawn twice. The first result was discrepant, with the piccolo result being lower than the hospital lab. For the second result, the piccolo result matched the hospital lab. A follow up call is scheduled with the lab. All additional information will be submitted in a follow up report.

Event description:
The customer lab reported that the device yielded unexpected low creatinine patient results when compared to an outside hospital lab.